Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer plugged the pump in to charge while connected to the infusion set site and an electric "jolt" was felt. Customer unplugged pump from power source. Customer was able to charge pump. Cause of event was not known. Blood glucose was not impacted. Customer received a malfunction alarm. Tandem technical support assisted the customer with clearing the alarm. Blood glucose was in the 300 mg/dl range.